Event description:
In 2008, at the end of the wand, sparks were seen when using on the patient. Some coating around the distal end of the wand is missing. Delay in reporting due to data was not provided in the initial hand written report. Verification of investigation was required before filing report. Product is available for evaluation by arthrocare if requested.